Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as did not clean the area before starting the pd. The peritonitis was manifested by cloudy pd effluent. It was reported the patient was hospitalized for nine days for peritonitis. It was unknown if the patient was treated with antibiotic for the event. Nine days after hospitalization, the patient recovered from the peritonitis. Pd therapy was ongoing. It was not reported whether the patient and caregiver were retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.